Manufacturer narrative:
Concomitant medical products: 694775 lead, implanted: (B)(6) 2010; 429888 lead, implanted: (B)(6) 2019; dtma1q1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. Oversensing on the right atrial (ra) channel was noted on electrograms (egm), possibly due to electromagnetic interference. It was noted the patient has no atrial lead but has a septumally placed rv lead plugged into the atrial port of the implantable pulse generator (ipg). The lead remains in use. No further patient complications have been reported as a result of this event.